Event description:
The device was returned to the MFR for analysis in january 2007 stating the pt was deceased; the exact date the pt expired was not provided. The scs was retrieved on 01/10/2007 by the office of the medical examiner. Info received from the medical examiner, dated 01/11/2007, indicates the cause of the pt's death is pending toxicology results. The m.e. Further provided that as part of their death investigation, they requested the functionality of the explanted stimulator be tested by the MFR. Add'l info has been requested from the following physician by the MFR. A follow-up report will be sent if add'l info is received. The unit had been placed in 2001. The product was retrieved after 68 months implant duration and was received for analysis.

Manufacturer narrative:
Final device analysis results from laboratory functional testing reveal the output and telemetry are ok; the battery is near to assumed normal end-of-life. Product service life at the time of explant was 68 months. Device evaluation shows no significant anomalies detected.